Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g4; g7; h1; h2 upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01373. Concomitant medical products: compr srs ic seg - 60mm; part#211225; lot#unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a comprehensive reverse shoulder construct approximately 4 weeks ago. Two days post-implantation, a dislocation was noticed. Retention screw/set screws were not used. For this patient, no srs stem was used, but the proximal humeral srs component did remain intact. Revision surgery is unknown at this time, but will be updated once it's been scheduled. Attempts have been made and no further information has been provided.